Manufacturer narrative:
Lung placement is a known risk of any nasogastric tube placement procedure.

Event description:
On (B)(6) 2016: (B)(6) year old male in cvsicu s/p CABG x 2 and aortic valve replacement. On ventilator; feeding tube inserted; x-ray showed pneumothorax; chest tube placed. Patient expired on (B)(6) 2016 which was not related to this event. Nothing was administered in the above tube.